Manufacturer narrative:
Philips service fixed the psu contact issue and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the 3d workstation failed to launch due to psu contact issue on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.